Event description:
It was reported, "small growth rod extenders were found to be broken bilaterally and removed and replaced."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.